Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported a patient with a 27mm magna surgical valve, underwent a valve-in-valve after an unknown implant duration due to stenosis. The procedure was performed with a 29mm 9600tfx valve. Through implant patient registry it was learned a 27mm 7300tfx mitral valve implanted eight (8) years, one (1) month, underwent a valve-in-valve due to unknown reasons. The procedure was performed with a 29mm 9755rsl valve. The patient is a 76 -year-old male with a history of mvr on (B)(6) 2015).

Manufacturer narrative:
H11: corrected data: MFR #2015691-2024-00309 is a duplicate report and was already submitted under MFR #2015691-2023-17733 and this correction is being submitted.